Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; around the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On examination, the pump case was intact without damage; no cracks in the case were identified. Investigation did not confirm the complaint. Unrelated to the original complaint, the display was noted to be discolored and the vibratory alarm was inoperable. The pump was opened for further investigation and revealed the vibration motor pins were misaligned.